Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced nocturnal hypoglycemia while using the system, with blood glucose levels in the 40s for approximately 45 minutes, which the user treated with oral glucose; the device alerted to the low. The user reported no symptoms and no need for medical intervention or outside medical assistance. Outcomes included self-correction of the low and discontinuation of device use, with a request to return the product primarily due to dislike of tubing and the required two-day supply changes. Investigation included complaint intake, review of usage and training history, and internal assessment of the reported event. Investigation of this case revealed no confirmed device malfunction, with the cause of the hypoglycemia unclear and the user preference for form factor and supply-change frequency contributing to discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.